Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance on the right atrial (ra) lead. It was noted the atrial pin had moved in the header. A revision was performed and the lead was reconnected. The lead and the device remain in use. No patient complications have been reported as a result of this event.